Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was 869mg/dl. The customer stated that she uses expired infusion sets and reservoirs. Troubleshooting was performed. Ran a prime and high pressure test and the insulin pump passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.